Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was able to confirm the reported teflon pad damage. A visual inspection was performed on the device and found the teflon pad partially separated exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. Based on the investigation findings, the root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the teflon pad was lifting and coming off. An unspecified error message was reportedly displayed. A second thunderbeat device was used and the same unspecified error message displayed. The procedure was completed with the second thunderbeat device. No patient injury. This is 1 of 2 reports.